Manufacturer narrative:
H3: product analysis: evaluation of the device determined that the hose, high pressure oiler end detached. The likely cause was identified as due to worn hose. This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device with no reported malfunction. No patient impact reported. Additional information was received stating that detached hose were found during evaluation. It was confirmed with the health care professional that there was no patient or staff impact.